Event description:
Customer indicated that the immunoglobin results for 2 specimens were lower than expected and therefore; were repeated. The customer indicated that the repeated results were higher and within expected limits. The customer indicated that the repeat results were provided to the physician. The field svc engineer verified system functionality and was unable to determine the cause of the event.